Manufacturer narrative:
The log file evaluation has revealed that for the reported date and time of event, the signal connection to the sensor that monitors the inspiratory pressure got lost. The specified device behavior for that condition is to shut down the automatic ventilation since a missing inspiratory pressure monitoring can put a patient at risk under additional contributing factors. The device is posting a corresponding alarm to alert the user; manual ventilation remains possible. The replacement of the pcb onboard which the particular sensor is mounted was replace. This has put back the device into fully operable condition which was verified by calibration and testing. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to initial MFR. Report #9611500-2019-00010.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that during ventilation the device stopped accompanied by a "ventilator failure" alarm. Only man/spont was possible. No patient injury reported.